Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that an alert for sensor replacement occurred and the sensor was replaced before the expiration date. Frequently out of calibration tolerance, requiring sensor replacement. There was a temporary suspension of insulin while blood glucose and sensor glucose divergence occurred. Blood glucose and sensor glucose at the time of event was 320 mg/dl and 46 mg/dl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. No pump download/upload anomaly noted. Please see below for pump errors/alarms noted 2 days prior to the event dates of (B)(6) 2024 and (B)(6) 2024 in the formatted history file.  Batteryremoved (84) was recorded and found in the formatted history file on: (B)(6) 2024 00:04:06.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2024 21:01:45.000 lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 21:34:00.000 (B)(6) 2024 22:23:00.000 (B)(6) 2024 22:45:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. The pump was monitored, no unexpected suspend/sensor (calibration) anomaly, sensor expired alert, lost sensor alert or sensor errors/anomalies were noted during testing. Per r&d engineer, the pump/sensor behaved as expected. Also, the pump history did not have any event related to pump update attempts until (B)(6) 2024 when the update from 5.3j (770g) to 6.7j (780g) was successful (refer to r&d analysis file). (B)(6) 2024 11:41:22.000 codeupdate (51) eventtype = 51 sourceid = 0 historyrecordlength = 28 systemtime = 02/15/2024 11:41:22.000 codeversionthatchanged: applicationcodeversion (0) oldcodeversion: 5.3j newcodeversion: 6.7j (B)(6) 2024 11:46:10.000 firmwarepackageinstalled (172) eventtype = 172 sourceid = 0 historyrecordlength = 23 systemtime = 02/15/2024 11:46:10.000 completionstatus: successfulinstallationofupgradedfirmware (0) lengthoferrorreasoncode: 1 errorreasoncode: 0 ([00]) lengthoferrordetailcode: 0 errordetailcode: ([]) oldmajorversion: 6 oldminorversion: 12 newmajorversion: 8 newminorversion: 13 no pump (software) update anomaly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Customer alleged for unexpected suspend/sensor (calibration) anomaly, download/upload anomaly and pump (software) update anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.